Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a rotawire fracture occurred. The 90% stenosed target lesson was located in the severely tortuous and severely calcified right coronary artery. The lesion was 3.5mm x 4mm in diameter and 80 mm long. A 1.50mm rotalink plus and rotawire were selected for use. The rotawire crossed the mid rca and ablation was performed with rotaburr. When trying to pass the curve of the proximal rca with the burr for the 1st through the 4th attempt, the rotational speed decreased 4000 rpm. The burr crossed the lesion on the 5th (and final) attempt with a 6000 rpm rotational speed decrease. The rotational speed of each ablation was 220,000 rpm. Each ablation lasted about 10 seconds. Ablation was performed by the rotational burr being moved forward and backward all the times without staying one place. The rotaburr did not come into contact with the spring tip of the rotawire. The burr was removed from the patient and an unspecified microcatheter was advanced along the rotawire to remove the rotawire. During removal of the rotawire, the distal radiopaque part of the wire was not pulled proximally so the physician noted that the wire was fractured. It was believed that the wire became separated when the lesion was ablated, however the reason and occurrence time for the fracture is unknown as there was no resistance felt when the fracture occurred, and there were no irregularities noted under angiography. The fractured wire was able to be retrieved using a snare. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a rotawire fracture occurred. The 90% stenosed target lesson was located in the severely tortuous and severely calcified right coronary artery. The lesion was 3.5mm x 4mm in diameter and 80 mm long. A 1.50mm rotalink plus and rotawire were selected for use. The rotawire crossed the mid rca and ablation was performed with rotaburr. When trying to pass the curve of the proximal rca with the burr for the 1st through the 4th attempt, the rotational speed decreased 4000 rpm. The burr crossed the lesion on the 5th (and final) attempt with a 6000 rpm rotational speed decrease. The rotational speed of each ablation was 220,000 rpm. Each ablation lasted about 10 seconds. Ablation was performed by the rotational burr being moved forward and backward all the times without staying one place. The rotaburr did not come into contact with the spring tip of the rotawire. The burr was removed from the patient and an unspecified microcatheter was advanced along the rotawire to remove the rotawire. During removal of the rotawire, the distal radiopaque part of the wire was not pulled proximally so the physician noted that the wire was fractured. It was believed that the wire became separated when the lesion was ablated, however the reason and occurrence time for the fracture is unknown as there was no resistance felt when the fracture occurred, and there were no irregularities noted under angiography. The fractured wire was able to be retrieved using a snare. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The coil, sheath, handshake connection, burr, and annulus were microscopically and visually examined. There are numerous sheath kinks. A test .009 rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run so it wasnt able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded.

Manufacturer narrative:
Updated describe event or problem, device eval by manufacturer, evaluation method codes, evaluation result codes and evaluation result codes. Corrected: returned to manufacturer date from 10/30/2018 to 11/15/2018. Age at time of event: 18 years or older.